Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage, only dirt in the battery door. A review of the event history log (ehl) identified air in-line detected alarm. During the functional testing the reported issue was unable to be duplicated. The device passed all functional and delivery testing. The root cause of the issue was unable to be determined as no fault was found. No corrective actions have been taken. D4 UDI details were unknown.

Event description:
It was reported that the pump started beeping saying there was air in line. Patient called hospital and tried to troubleshoot at home, pump was still not working. The bag was removed and under 100ml was infused. No patient injury was reported.